Manufacturer narrative:
The technician replaced the four brake casters to repair the stretcher.

Event description:
Information received indicates that brake caster will not hold and continues to swivel in brake.